Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were scratches on the screen of insulin pump and was blocking the ability to see the screen. The customer's blood glucose level was unknown. The customer also reported that the screen display was fading and was making a growling sound when rewinding. The customer also reported diminishing battery life. The device will not be returned for analysis.